Event description:
Pt had undergone heart catherization and stent placement. Perclose used to close the surgical site. The device was inadequately deployed and became lodged in the wall of the femoral artery. Surgeon called to perform cut down and successfully remove device. Surgery site was then sutured.